Event description:
The customer's mother reported her daughter's blood glucose reached "high" (>500 mg/dl) less than 36 hours after the pod was activated. Upon further inspection she noticed the cannula was no longer inserted into the infusion site.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if occurred. Qualification records were reviewed and the product lot met all acceptance criteria.